Event description:
The customer reported that the device will not completely boot up and is inoperable. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not completely boot up. Physio replaced the main pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.